Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed. The returned device indicated overstress/esd (electrostatic discharge) in an integrated circuit. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted for unknown reasons. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.